Event description:
On (B)(6) 2015, a 25mm trifecta valve was implanted. On (B)(6) 2019, the patient developed aortic regurgitation and leaflet tear was suspected. The patient had the valve explanted & a tear was observed. The re-op was uneventful and it is reported the patient is discharged. Echo and op reports were requested, but not made available.

Manufacturer narrative:
Aortic regurgitation was reported, and the reported tear was confirmed. Leaflets 2 and 3 were torn. All three leaflets were previously resected to remove leaflet tissue. There was circumferential fibrous pannus ingrowth on the inflow surface, which narrowed the inflow diameter. Pannus was also covered stent post 3 and encroached onto the outflow surface of leaflet 3. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. The cause of the reported event could not be conclusively determined; however, the host to device reaction (pannus formation) had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.